Event description:
Following a laparoscopic ventral hernia repair, the pt was returned to the o.r. Where three different enterotomies in the bowel were found. The pt also had large amounts of adhesions that were repaired by harmonic and blunt dissection. The hernia defect was abnormally large. It was noted that the pt had two previous repairs. The pt expired from complications of a small bowel leak following the hernia repair. The primary cause of death was adult respiratory distress syndrome.